Event description:
It was reported that the patient experienced an itching sensation at their ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019 to explant the ipg, which resolved the issue.